Event description:
The radiologist attempted arteriotomy closure with a techstar xl 6f device. When deploying the device the needles stalled inside the barrel. Needle backdown was unsuccessful. The physician checked the position of the needles under fluoroscopy and found they were midway up the barrel. The pt was taken to surgery for removal of the device. Surgery was successful and the pt recovered without incident.